Manufacturer narrative:
Apoc incident: (B)(4). The investigation was completed on (B)(6) 2021. A review of the device history record (DHR) confirmed that the cartridge lot met finished goods (fg) release criteria. Retained and returned cartridge testing met the acceptance outlined in appendix 1 of q04.01.003 rev. Af (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified for ctni cartridge lot l20227.

Event description:
Na.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling was evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2020, abbott point of care (apoc) was contacted by a customer regarding I-stat troponin cartridges that yielded a suspected discrepant false negative results of 0.00 & 0.00 ng/ml on a (B)(6) year old female patient with a non productive cough. There was no additional patient information at the time of this report. Return product is available for investigation. Method date tested result sample (ven): beckman (B)(6) 2020 14:12 1.28 ng/ml a, beckman (B)(6) 2020 15:13 1.45 ng/ml b, I-stat (B)(6) 2020 ni 0.00 ng/ml a, I-stat (B)(6) 2020 14:13 0.00 ng/ml b. Positive cut-off value for I-stat troponin test: >0.49 ng/ml. Positive cut-off value for comparative instrument (if applicable): >0.50 ng/ml. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggests the product was not performing within the variability of the assay. The investigation is underway. Per I-stat system manual: art: 714258-00t, reportable range: 0.00 - 50.00, reference range: 0.00 - 0.03 (represents the 0 to 97.5% range of results), reference range: 0.00 - 0.08 (represents the 0 to 99% range of results).